Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated by shot and syringe. The customer was assisted with troubleshooting for high blood glucose. The customer performed self test and it was passed. The insulin pump will not be returned for analysis.